Event description:
A surguard2 hypodermic needle was being used for an intramuscular im injection of a vaccine in the thigh of the infant. After the vaccine was injected and as the nurse was withdrawing the needle, the needle broke off at the hub and remained in the infant's thigh. The infant was restrained by the nurse and the parent during the vaccination and there was no movement of the leg. The nurse was able to pull the entire needle out of the thigh. There was no injury.